Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was seen in clinic for a routine follow up and was asymptomatic. High thresholds were observed. Few days later externalized conductors were observed on the rv lead. The lead was capped and replaced patient was fine after the procedure.